Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection on the red line bag was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that "the red line bag was no longer connected". Renal therapy services (rts) advised the caregiver to cycle power off and on to clear the alarm. Rts advised the caregiver to start over with all new supplies. Proper procedures per the user manual were reviewed with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.